Event description:
High impedance on a patient's device was detected through the manufacturer's periodic review of the programming history database. No further relevant information has been received to date. No known surgical intervention has occurred to date.